Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided images was performed. First image showed a vessel sealer extend (vse) missing some of the gray epoxy coating at the distal end of the main tube. The second picture showed a fragment of some sort laying on a paper towel. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, there was a boundary between the metal part at the proximal end of the shaft (closer to the wrist) and the resin part. A portion of the resin part had peeled off and was suspected to remain inside the body. It is unknown if all fragments were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical instrument was thoroughly inspected before use, and no damage or abnormalities were found. The fragment loss occurred during the unfolding of the kidney ventrally, but the exact timing and task when the fragment fell off remains unclear; instrument removal was one of the possible tasks occurring around this time. The cause of breakage could not be determined, and the surgeon expressed interest in knowing if similar incidents have been reported previously. The instrument had been in use for approximately 30 minutes to one hour before the issue arose. Throughout the procedure, the surgeon did not notice any functional problems with the instrument. While there was some minor interference between robotic arms outside the abdominal cavity, there was no clear evidence of significant collision or forceful contact inside the body, and it is also unclear if the fragment loss was related to any such collision. Prior to the observed breakage, the instrument was removed, and in each case, the wrist was straightened before extraction; no staff member recalled any resistance during removal through the cannula. Upon final removal after breakage, there was again no resistance or additional visible damage to either the cannula or the instrument, other than the known breakage itself. Fragments that may have fallen inside the patient were retrieved by grasping them with assistant forceps, removing, and externally inspecting them; when touched, the fragment exhibited further breakage and easily fell apart. Despite spending about an hour robotically inspecting for any retained fragments, the surgical team could not definitively confirm that all pieces were successfully extracted. No extra surgical procedures were needed for fragment removal. Post-operatively, an x-ray was performed to check for any retained foreign objects, and none were detected. The robotic procedure was completed as planned, without conversion or abortion. The patient experienced no additional injury, and their postoperative recovery was uneventful. To date, there have been no complications or hospital returns related to retained fragments. The instrument and any retrieved fragments were discarded by the nursing staff and are not available for further evaluation or return to the manufacturer.